Manufacturer narrative:
Analysis of the [recharger ], model [97755 , s/n (B)(6), revealed. Analysis found: got hot after running it at donut end and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after patient got the replacement li battery, she noticed the recharger was getting hot. Agent to submit request for replacement recharger (rtm) via repair. The patient(pt) noted meeting an unknown mdt rep on last wednesday (notify date) and the rep programmed the implantable neurostimulator (ins) and rep told the pt that the rep was having issues connecting/finding the ins and the pt should call mdt as it may be related to this cord/cable issue or the other associated issue in this record. Pt noticed on last wednesday while with the rep that the controller makes a rattling sound when shaken. The rep apparently associated this with potential connection issues to the pt's ins. Agent to submit request to repair for replacement.